Event description:
Customer is reporting a pressure dome leak. Name and function of complainant: same as rptr. Customer stated they inspected all pressure domes before installation. They did not have any alarms or leaks during prime. The centrifuge pressure dome started leaking during the treatment and the treatment was aborted. Customer did not return kit for investigation. Cts dispatched (B)(4) for inspection of the instrument.

Manufacturer narrative:
(B)(4). A batch record review of the lot file for b320 was performed and shows (B)(4) -triconnector to drive tube leak and (B)(4) -triconnector not seated on drive tube. There were no alarms noted associated with this event type. This lot met all release requirements. A review of complaints rec'd for lot b320 was performed. There was only one other pressure dome leak reported to date for this lot. Service order feedback: (B)(4). Completed: (B)(4) 2013. Field engineer confirmed blood on pump deck. Field engineer cleaned blood and replaced three blood contaminated pressure transducers. Field engineer performed (B)(4) w/o error. Repairs have returned this instrument to expected operation. The assessment is based on the info available at the time of investigation. No product return was rec'd by the customer for investigation. Therefore, the root cause for the pressure dome leak cannot be determined based solely on the info provided. (B)(4).